Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) checked the subject device and it was found that the insertion tube was partially deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, more than 5 species of bacteria were detected from the sample collected from the opening of instrument channel near the distal end of the subject device. The user facility did not provide other detailed information such as the number and the specific type of bacteria. The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.